Manufacturer narrative:
A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and observed that system turns on, but the screen stays off. Fss noted that the screen went blank (not white) upon startup and a continuous beep could be heard coming from the monitor. The fss determined that the issue was caused by the piston pump that would draw out too much power upon startup. Fss replaced the faulty base charge controller, performed full field service checklist as well as the preventative maintenance (pm), which filters, batteries and o-ring were replaced on the unit as part of pm. Fss also replaced the broken fluidic panel bezel. The system passed service checklist functional tests and was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that persistent error (error 284-phaco power supply error) / blank screen occurred upon startup with the signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.